Event description:
Pt had a hernia repiar done in 1990. He went back in 2003 to repair his left side. Pt complained of burn/cramps which drs thought it to be nothing. Pt is still having burning sensation at the site. Pt thought that sutures used is on the recall list but hosp claims it is not. Papers from the hosp will be mailed to FDA.